Event description:
The customer reported that they had bulge in tubing in the area where it would be installed inside the pump. Reportedly the issue occurred soon after the pump was started. No further patient/event info was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.